Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of suspected externalized conductor, MFR number 2938836-2014-17166. It was reported that the patient presented in clinic for a follow up. Upon review, the right ventricular lead aborted ventricular fibrillation due to noise. The patient was admitted, and therapy was turned off. On fluoroscopy, a small externalization was noted. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
A partial lead was returned in ten pieces measuring 11.1 cm (portion a), 5.6 cm (portion b), 3.4 cm (portion c), 15.0 cm, 2.0 cm, 11.0 cm, 4.1 cm, 4.4 cm, 9.5 cm, and 4.5 cm. For portion a, external insulation abrasion due to friction to another device or feature of the heart was noted breaching an unknown cable lumen at 5.5 cm to 5.6 cm from the distal cut end. External insulation abrasion due to friction to the device can was noted breaching an unknown cable lumen at 7.6cm to 7.7cm from the distal cut end. External insulation abrasion due to friction to the device can was noted breaching the same unknown cable lumen in two locations at 7.7cm to 7.8cm and 8.2cm to 8.6cm from the distal cut end. For portion b, internal insulation abrasion was noted breaching all the unknown cable lumens at 1.3cm to 5.0cm from the cut end of the portion. Unknown etfe cable coating was abraded in this location. For portion c, external insulation abrasion due to friction to another device or feature of the heart was noted breaching two unknown cable lumens at 2.8cm to 3.3cm from the from the cut end of the portion. External insulation abrasion due to friction to another device or feature of the heart was breaching the other unknown cable lumen at 2.7cm to 2.8cm and 2.9cm to 3.1cm from the cut end of the portion. The abraded etfe cable coating for an unknown cable may have contributed to the reported events of noise and high voltage output (defibrillation).